Event description:
It was reported in clinic that the patient's atrial lead (ra) exhibited failure to capture. Ra lead capture threshold test was performed which resulted in varying acceptable capture thresholds. Additional capture tests showed no evoked responses from the right atrium. Programming changes were made for the ra lead. The patient was in stable condition.